Event description:
Info received indicates the tech found the upper portion of the siderail was detached from the bed and lying on the mattress. He found that the upper pivots were broken and stated it appeared as if the siderail had been pulled inward by the pt.

Manufacturer narrative:
The tech replaced the siderail to repair the bed.